Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 3.50 x 28 mm stent delivery system was returned for analysis. An examination of the crimped stent identified damaged stent struts from the proximal end of the stent lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jul2020. It was reported that difficulty crossing the lesion was encountered. The 75% stenosed target lesion was located in moderately tortuous and severely calcified left circumflex with 30 mm in length and a vessel diameter of 3.5 mm. A promus element 3.50 x 28 m was advanced but was unable to cross the lesion. The procedure was completed with a different device and the patient was noted to be stable. However, the returned product analysis revealed stent damage.